Manufacturer narrative:
The customer report of an over infusion was not confirmed. Review of the pcu event log was performed to examine details for the reported event date and time; however no information was available in the logs going back to reported event date and time. The device logs only went back to (B)(6) 2015 at 12:19pm. Further review of the logs also could not confirm the customer's reported rate change from 4.8ml/hr to 3.8ml/hr. Physical inspection noted the device to be in good condition; the plunger gripper was found to be in good condition with no issues noted, the plunger grippers moved freely with no issues noted, and the drive head plunger was found to move freely. Rate accuracy testing found the device to be performing as designed, and passed all accuracy measurements. The root cause was not determined.

Manufacturer narrative:
.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a tpn infusion of 165ml. That was intended to run at 4.8 ml /hr. And initiated at 2000 was noted to have completed during a shift report at 0700. The rate had been modified from 4.8 ml per hour to 3.8 ml per hour at 0655. The patient's routine accucheck at 6:17 am, prior to the nurse noticing the empty bag, was elevated, and subsequent rechecks two hours later remained elevated. A septic workup was ordered which included lab draws; the patient's triglycerides were elevated and a lipid infusion that had been running at the same time was stopped. Although requested, further information on the outcome for this patient has not been provided.